Manufacturer narrative:
Correction made to b5: during follow up, it was clarified the affected quantity was one (1). H4: the lot was manufactured from december 17, 2020 - december 18, 2020. H10: only one (1) actual sample was received for evaluation with opened primary packaging and a zip lock bag with white particle matter inside. A visual inspection was performed and no white particle matter was observed inside the unused bag, only the white particle matter received in a zip lock bag. Magnification was performed and a white crescent moon shaped particle matter approximately 0.25 inches in length was observed. The particulate matter was identified to be acrylonitrile butadiene styrene material sourced back to the abs white connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were trimmings of the fill port cap inside an unspecified quantity of 2000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified after compounding, prior to patient use. The devices were filled with travasol, amino acids, electrolytes, water, and dextrose. There was no patient involvement. No additional information is available.